Manufacturer narrative:
Based on medical record review this is a patient with a medical history significant for severe peptic ulcer disease and severe esophageal reflux, who underwent an extensive operation and during that procedure was implanted with a bard 3d max mesh for repair of a hernia in the subdiaphragmatic area. The medical documentation provided is limited and based on that information we are unable to determine to what extent, the bard device may have caused or contributed to the events as alleged. The medical records indicate that the mesh was modified and cut to shape, it is unclear how this may have impacted the alleged patient outcome, however the IFU states, "do not cut or reshape the bard 3dmax mesh as this may affect its effectiveness." A manufacturing review was performed and found no evidence of manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical record review: (B)(6) /2009 - patient underwent laparoscopic reduction and rotation of gastric volvulus (a twisting of all or part of the stomach by more than 180 degrees with obstruction of the flow of material through the stomach), repair of gastric volvulus, nissen fundoplication, and hiatal hernia repair with the placement of a 3d max mesh. It was noted that an incision was made around the mesh along the esophagus to pass through the opening tension free, and an auto tacker was used to secure the mesh to the diaphragmatic area. The following was alleged by the patient's son: post operatively the patient had trouble eating and began losing weight. She had lost 90 lbs and reportedly her physician told her she needed time to heal. In (B)(6) 2009 the patient underwent additional surgery that included the removal of the mesh. During surgery it was discovered that the mesh was loose and it had wrapped around her esophagus and other internal organs. A portion of the esophagus broke away from the connection at the stomach and everything that the patient had eaten was not absorbed and went into her thoracic cavity. Post operatively she was transferred to ICU and remained in a coma for 4 months and remained in the hospital for a total of 8 months. She had a feeding tube until a year and a half ago. She continues to have malnutrition and malabsorption issue. She is disabled. She continues to have internal bleeding and received blood transfusions every 6 weeks.